Event description:
A ventilator was returned to a third-party service center for service/mains lead faulty. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device, the device's mains power lead had wires exposed. The technician recommended replacing the device's power led wire to address the issue. No further investigation is required at this time. Additionally, the universal porting block was replaced due to cosmetic damage. Device passed all testing and set to ship mode awaiting dispatch.